Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depleted quickly, dropping from 25% to 5%. There was no reported impact to the customer's blood glucose level. A review of the last charge on (B)(6) 2017 confirmed that the battery depleted less than 15% in one day.